Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top case was chipped and the left plunger case was damaged. Review of the event history log showed an occurrence of a "motor not running" error message. Functional testing duplicated the reported issue. The investigation determined that the cause of the issue was that the motor sensor was not lined up with the work coupling because the main board was knocked out of the groove on the extrusion. To correct the issue the main board was installed onto the extrusion. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported the pump alarmed motor not running. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.